Manufacturer narrative:
The patient was hospitalized and treated for the effusion. This lead still remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable right ventricular (rv) lead experienced shortness of breath and a pleural effusion. It is unknown if the effusion was a result of the implantation process. No other adverse patient effects were reported.